Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room due to experiencing syncope and a fall. This pacemaker was attempted to be interrogated which was unsuccessful. Technical services (ts) attempted to assist the health care professional (hcp). A field representative successfully interrogated this device and it was found to be in safety mode. As this patient was pacemaker dependent it was thought that there was oversensing resulting in pacing inhibition. As there was approximately 4.5 years of battery left, this patient was scheduled to be seen in clinic to receive the latest software updated. Ultimately, this patient underwent a changeout procedure the same day in which this pacemaker was explanted and replaced with a new pacemaker. This pacemaker has been returned and is expected to be analyzed. No additional adverse patient effects were reported.